Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. A 510(k) # is k062195.

Event description:
On (B)(6) 2010 the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter was displaying an unknown/unspecified error message, has a meter casing issue, and black marks on the display. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on the morning of (B)(6) 2010 at 7:00 am. The patient indicated he manages his diabetes with metformin (1000mg 2 pills a day) and novolog insulin (70 units in the morning and 50 units in the afternoon). The following day on (B)(6) 2010, the patient claimed he increased his dose of insulin to 5 units in the morning and in the evening, as a result of the alleged issue. The patient claimed at 12:00 pm that day, he developed symptoms of blurred vision, dry mouth, and dizziness. In response to the symptoms, the patient denied receiving any medical treatment. At the time of troubleshooting, the cca verified there was no misused of the subject meter and the subject meter was used before. The patient stated there was a crack from the test strip port area down to the area above the screen. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.